Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the advantage suspect system used. Reference medwatch report with a1 patient identifier 200135688 for the aviva suspect system used.

Event description:
Reporter alleged the customer obtained the results of 360 mg/dl and 399 mg/dl on the advantage system compared back to back with a result of 108 mg/dl on the aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.